Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly, and post-sensed t-wave oversensing. Rate mismatches between the near-field intervals and the far-field intervals and sensor driven rates during sleeping hours were noted. Programming changes were discussed. No further information was reported.